Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the image went dark and returned after one second and communication error 226 appeared. The issue occurred during a therapeutic unspecified procedure, involving an olympus video system center. The procedure was completed using the same device. There was no patient injury reported.